Event description:
Reporter indicated that upon initiation of device stilulation, vns pt experienced heart palpitations and shortness of breath with each stimulation cycle. The pt used the magnet to temporarily discontinue stimulation until she was seen by treating physician the following day. Programmed pulse width setting was reduced from 500u to 250u, after which the pt's symptoms resolved. No further action is planned by physician.